Manufacturer narrative:
The t:slim user guide instructs that if the user starts to program a bolus but does not complete the request within 90 seconds, the incomplete bolus alert occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm and an incomplete bolus alert. The customer's blood glucose (bg) level was 452 mg/dl and insulin injections were used to address the bg level. The customer changed the supplies on the pump. As the pump supplies had been changed, tandem customer technical support (cts) was unable to perform a system check to determine a possible cause of the occlusions. Cts discussed how the incomplete bolus alert occurred and the contact acknowledged the information.